Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2017 for ipg site revision. During the surgery the ipg lost communication with external devices. Trouble shooting was tried to no avail. The ipg was deemed inoperable. As a result, the ipg was explanted and replaced with another model which resolved the communication issue.

Manufacturer narrative:
Pain at the ipg site cannot be analyzed via laboratory testing.

Event description:
Additional information received identified the issue of pain has resolved following the procedure.